Event description:
Asr revision. Asr hip resurfacing system (left). Reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip resurfacing system (left). Reason(s) for revision: pain. Update - added additional reason for revision and surgeons full name. Taken from claimsuite dated 13th august 2014. Reason(s) for revision: raised metal ion levels (metallosis).

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr hip resurfacing system (left). Reason(s) for revision: pain . Update - added additional reason for revision and surgeons full name. Taken from claimsuite dated 13th august 2014. Reason(s) for revision: raised metal ion levels (metallosis). Update - marked as legal, added kid, added additional hospital, amended surgery date and added expiry dates. Taken from kennedys email dated 5th dec 2014. (B)(6).